Event description:
It was reported that the insertable cardiac monitor (icm) device was undersensing the patient rhythm. Boston scientific technical services (ts) reviewed and found signal amplitudes have decreased since implant and are now well below recommended levels. Subsequently the patient was seen by the physician. The physician found the incision had opened and there were signs of necrotic tissue and infection. The physician explanted the icm device at this time. The patient was started on oral antibiotics. The physician plans to implant another icm device in the future to continue monitoring. Device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that the insertable cardiac monitor (icm) device was undersensing the patient rhythm. Boston scientific technical services (ts) reviewed and found signal amplitudes have decreased since implant and are now well below recommended levels. Subsequently the patient was seen by the physician. The physician found the incision had opened and there were signs of necrotic tissue and infection. The physician explanted the icm device at this time. The patient was started on oral antibiotics. The physician plans to implant another icm device in the future to continue monitoring. Device is expected to be returned. No additional adverse patient effects were reported. Subsequently, this icm has been returned and analysis preformed.